Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After replacing the keypad assembly as a precaution, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would intermittently not respond to keypad button presses. In this state, the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h6,results code of the initial medwatch report indicates results pending completion of investigation. Section h6,results code of the initial medwatch report should indicate no device problem found. Section h6,conclusion code of the initial medwatch report indicates conclusion not yet available. Section h6,conclusion code of the initial medwatch report should indicate cause not established.

Event description:
A customer contacted stryker to report that their device would intermittently not respond to keypad button presses. In this state, the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.